Manufacturer narrative:
It was reported that the ventilator did not show minute volume during ventilation. The field service engineer ran a pre-use check and all tests passed. He found a problem with the patient circuit and informed the user to replace it. When a good patient circuit was used, the ventilator worked properly. No device logs were provided. There is no indication of a ventilator malfunction. The root cause of the loss of minute volume was a problem/leakage in the patient circuit system.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not show minute volume during ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).